Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was found that the right atrial (ra) lead exhibited p-wave amplitude variation and under-sensing. The ra lead was capped and replaced on 30 mar 2022. Patient condition was stable.